Manufacturer narrative:
Product ID 3093-28, lot# va050vg, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported the incision site reopened after her procedure and it drained a lot of blood. It was stated there was ¿puss and water¿ in the implant site. Pressure bandages were changed daily. It was noted the device was working ¿fairly well though not perfect¿ the therapy was not 100% relief of symptoms.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. It was noted that the patient had draining problems for three weeks, but it seemed ok now and was healing. It was reported that the patient's last appointment was on (B)(6) 2013 and the patient would have the next appointment three months later.